Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / (mainly right side) in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, stress, urinary incontinence and thyroid disorder. Current weight 266 lbs. Previously administered products included for an unreported indication: ortho novum from 1983 to 2005 and nuvaring. Concomitant products included levothyroxine from (B)(6) of 2010 to (B)(6) of 2019, naproxen sodium (aleve) since 2011 and oxybutynin from (B)(6) of 2018 to (B)(6) of 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2009, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia), and vaginal haemorrhage ("abnormal bleeding (vaginal). In (B)(6) of 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) of 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) of 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping). In (B)(6) of 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) of 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("discussion about possible causes of bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and dyspareunia had resolved and the abdominal pain, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased, alopecia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal), migraines / headaches, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, bleeding were added. Events outcome were added. Historical and concomitant drugs were added. Medical history was added. Lawyer was added. New reporters were added. Patient demographic was added. Event onset dates were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results of confirmation test bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, menorrhagia were added. Date of removal was added. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / (mainly right side)') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, stress, urinary incontinence and thyroid disorder. Current weight 266 lbs. Previously administered products included for an unreported indication: ortho novum from 1983 to 2005 and nuvaring. Concomitant products included levothyroxine from (B)(6) 2010 to (B)(6) 2019, naproxen sodium (aleve) since 2011 and oxybutynin from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("discussion about possible causes of bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and dyspareunia had resolved and the abdominal pain, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased, alopecia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.